Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25119036, 25118932 and 25118647 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital is unable to provide details regarding this case or the device. However from inspection by account manager, it is evident that the metal heating element on the jaws was dislodged during use. The harvester would have opened a second device to finish the case. No patient effects were reported.

Manufacturer narrative:
(B)(6) 2015 01:08 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital is unable to provide details regarding this case or the device. However from inspection by account manager, it is evident that the metal heating element on the jaws was dislodged during use. The harvester would have opened a second device to finish the case. No patient effects were reported.